Event description:
Information received indicates the bed is not functioning.

Manufacturer narrative:
The technician stated that the error codes indicated that the left and right siderails were not communicating. The technician replaced the power control module to repair the bed.